Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. During preparation, fluid leakage from the catheter sheath was observed during flushing. The catheter could not be flushed from the distal tip, air could not be primed, and no image was obtained. The procedure was completed with another of same device, and the patient was stable following the procedure.